Event description:
It was reported that the attachment was heating up during a procedure. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.

Manufacturer narrative:
Additional information: d9. Follow-up report submitted to document quality investigation results.

Event description:
No new information.